Event description:
Patient was positioned prone for posterior approach surgery utilizing the standard proaxis spine assembly (open frame/spars) configured with torso trolley, arm boards, chest/pelvic bolsters and leg support. All items were covered prior to the procedure with the recommended osi shear protect consumables to minimize risk of skin injury. Postoperatively, the client presented with pressure related sores under areas of contact around sternum and asis. It was noted that bmi and length of case (up to 13 hours) could have been contributing factors.

Manufacturer narrative:
Unable to determine if the patient had comorbidities that could have contributed to the problem. Advised the distributor to discuss the owner's manual positioning instructions with the customer. This problem was initially reported as related to the proaxis table. Investigation found it might also be related to the two single-use pad covers, so two additional reports are being filed showing the possible association of the injury with those two devices. Further information received from the distributor revealed that this incident is the same one reported as 2921578-2019-0010.

Manufacturer narrative:
Unable to determine if the patient had comorbidities that could have contributed to the problem. Advised the distributor to discuss the owner's manual positioning instructions with the customer. This problem was initially reported as related to the proaxis table. Investigation found it might also be related to the two single-use pad covers, so two additional reports are being filed showing the possible association of the injury with those two devices.

Event description:
Patient was positioned prone for posterior approach surgery utilizing the standard proaxis spine assembly (open frame/spars) configured with torso trolley, arm boards, chest/pelvic bolsters and leg support. All items were covered prior to the procedure with the recommended osi shear protect consumables to minimize risk of skin injury. Postoperatively, the client presented with pressure related sores under areas of contact around sternum and asis. It was noted that bmi and length of case (up to 13 hours) could have been contributing factors.